Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. Product investigation has not been completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2017. The patient was originally implanted with a trochanteric fixation nail, helical blade, and unknown screws on a unknown date. The patient subsequently experienced a non-union and these parts were removed. The removed devices were intact. The patient was revised to a plate. There was no surgical delay. No information regarding the patient status as well the procedure status was provided. This complaint involves three (3) parts. This report is for an unknown quantity of screws. (B)(4).

Manufacturer narrative:
This report is for unknown quantity of unknown screws. Part#, lot# and UDI # is not available. This report is for unknown quantity of unknown screws. PMA/510(k) number is not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.